Manufacturer narrative:
H10: additional manufacturer narrative: added additional information to b5, b7, and coding to section h6. H11: corrected data: corrected component coding to section h6.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral underwent a valve-in-valve procedure after an implant duration of six (6) years, three (3) months due to mitral stenosis. 17 days prior to tmvr, the patient presented with sob, weakness, and pedal edema. They underwent thoracentesis for pleural effusion. The tmvr was performed with a 29mm 9600tfx valve with good outcome. The patient tolerated the procedure well and was transferred to ICU in stable condition. The patient was discharged to nursing facility on pod # 5.

Manufacturer narrative:
Stenosis , which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patients underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral underwent a valve-in-valve procedure after an implant duration of six ( 6) years, three ( 3) months due to mitral stenosis. The tmvr was performed with a 29mm 9600tfx valve with good outcome.